Event description:
The initial complaint was related to a problem with inappropriate claims data records merge. Records were found to be merging within the claims database, which is due to a hash collision where a duplicate row of data is created as a result of the error. In this application there is no possible risk to health. However, further evaluation indicates that there may be a risk of erroneous information in other clinical applications. Caradigm is still investigating the root cause of the complaint. As such, we have not yet been able to confirm a device malfunction has occurred and are unable to assess the clinical impact. We will submit a follow-up MDR report once our investigation and risk analysis is complete.

Manufacturer narrative:
The reported problem is under evaluation. Results and conclusions will be provided in a follow-up report.